Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was skipping and not equally picking up the skin. On june 27, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. There was no harm, injury or adverse event reported. There was a 1-15 minute delay reported. Another device was used to complete the surgery. There was no damage to the graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet (B)(4) on june 12, 2018 revealed that the machine head was worn. The depth bar had some forward and backward play. The surface of the device was found to be pitted, which is most likely from some form of aggressive reaction or heaving cleaning. All the width plates were worn. Repair of the air dermatome was not performed by zimmer biomet (B)(4) at the time of this investigation since the customer has not made a decision on the repair quote. The reported event was non-verifiable since none of the issues noted during product review would cause the reported event. The motor and performance testing has not been performed at the time of this investigation since the customer has not made decision on the repair quote. The root cause of the device skipping and not picking up the skin cannot be specifically determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery the device was skipping and not equally picking the skin. Subsequently this did not caused patient harm and there was a delay of 1-15 mins. The surgery was completed using an alternate device and the problem did not caused any impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.